Manufacturer narrative:
All codes apply to both the implantable neurostimulator (ins) and the lead. The main component of the system and other applicable components are: product ID: 3889-33, lot# va0suy2, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had her lead wire revised in (B)(6) 2017. The patient stated that she has been urinating all over herself. The patient does not know when this started. No further complications were anticipated/reported.